Event description:
It was reported that liquid leaked twice during priming with a home pd system kaguya set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: it was clarified that there was no report of leak related to this event. Should additional relevant information become available, a supplemental report will be submitted.